Event description:
It was reported that a brown residue may have leaked out of a handpiece during a steam sterilization cycle. There was no pt involvement or any adverse consequences reported.

Manufacturer narrative:
A handpiece was not returned to the MFR for investigation.